Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed, and primary audible alarm bgnd test was recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface. Service replaced speaker, glued j9 connector (fully seated and properly glued 3 surfaces - both side) and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure primary audible alarm background test. No adverse effects were reported.